Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device has been returned, and product analysis complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device reported an error code and delivered multiple shocks. The device was subsequently removed and replaced successfully. No adverse effects on the patient were reported aside from the need for surgical intervention. The removed device is expected to undergo analysis. Additionally, it was revealed that the patient had multiple ventricular fibrillation (vf) episodes, which led to the s-ICD administering several shocks. The device displayed a charge time (CT) error code. After resolving the error, the device's estimated remaining battery life was 16%. This explanted sicd device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited an error code, followed by several shocks. Subsequently, the device was explanted, and a new device was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.